Event description:
It was reported that the patient underwent a gynecological procedure on approximately (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2011 due to pelvic pain and urinary stress incontinence. Following mesh insertion, the patient experienced pain, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent release of mesh and cystoscopy on (B)(6) 2011 due to recurrent urinary frequency, pelvic pain, severe vaginal pain, vaginal scarring and other physical injuries. (B)(4).